Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The device, results/ method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the ipg was sending a "replace generator soon" prompt. Company representative confirmed the message. As such, surgical intervention is planned to take place at a later date to address the issue.